Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that in the central op during insertion in the patient's subclavia, the catheter was found to have a small hole 21cm from the distal lumen. The issue was found during the flushing of the cvc after placement. As a result, the catheter was removed and replaced without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the catheter leaking was confirmed. One 3-l, 8.5 fr, 30 cm catheter was returned. Visual examination revealed there is a slight kink in the catheter body near the 27 cm mark and there is a blue mark on the catheter body near the 29 cm mark. The catheter body measures 318 mm from the bottom of the juncture hub to the distal tip. This is within specification of 309.5- 326 mm per graphic. Functional testing was performed using a lab inventory 10 ml luer-lock syringe filled with water to flush the extension lines. When the distal extension line was flushed there was a leak observed from the catheter body. Microscopic examination revealed the damage, similar to a cut, observed in the catheter body is 10.8 cm from the bottom of the juncture hub. Instructions for use states to flush each lumen of the catheter prior to insertion. The manufacturing site reviewed photos of the damage and determined it was not manufacturing related. The device history records were reviewed with no evidence to suggest a manufacturing related issue. Based upon when the defect was observed (after placement) and the condition of the returned sample, the probable cause is operational context caused or contributed to this event. No further action will be taken.